Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894162 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4).the sample is not available. Should additional relevant information becomes available, a supplemental report will be submitted.the occurrence date of this event is unknown; however, it is known that the patient was hospitalized for the peritonitis event in (B)(6) 2013.dianeal pd4 ambuflex, homechoice, unknown transfer set, 12 foot extension set with easylock connector, flexicap, and automated pd cassette.

Event description:
This is report 4 of 5 involved in this peritonitis event.this is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The patient had not recovered from this peritonitis event. Additional information was requested and is not available.